Manufacturer narrative:
Calibration and qc were acceptable. The customer used a clotting time of 20 minutes and a centrifugation time of 8 minutes. These times may be too short. A general reagent issue can be excluded based on the qc data. Service personnel did not identify any instrument issues. The investigation determined the event was consistent with pre-analytical handling issues.

Manufacturer narrative:
The cobas 8000 cobas c 502 module serial number is (B)(6). The field service engineer inspected the module and did not find any issues. The investigation is ongoing.

Event description:
There was an allegation of a questionable ldl-cholesterol gen.3 assay result for one patient sample tested on a cobas 8000 cobas c 502 module. On (B)(6) 2025: the initial result was 102.7 mg/dl. On (B)(6) 2025: the repeat result was 166.8 mg/dl. This result was consistent with the patient's previous findings.